Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unknown. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the device was a cdh33. What this a cdh33a? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/ her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Were there any issues with removing the device? If yes, how many counter-clockwise revolutions of the adjusting knob were used to open the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current status of the patient?

Event description:
It was reported that the patient bleeding one day post-op at anastomosis. Procedure: unknown.

Manufacturer narrative:
(B)(4). Date sent: 04/17/2020 h10: corrected data = d4: catalog (updated to cdh33a) additional information received: the product code should be cdh33a.

Manufacturer narrative:
(B)(4). Date sent: 03/11/2020. Additional information was requested, and the following was obtained: unfortunately I have been unable to find any further information regarding this product complaint, as the nurse unit manager is under the impression there was no product issue and can¿t find any further information regarding the event.